Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18116025.

Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced due to need of better coverage. The patient was doing well postoperatively. Explanted devices will not be returned.